Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d9 - date returned to mfg, h3, h6 and h11. Correction fields: b5. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1cfu, bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: it was reported on august 29, 2025, during reprocessing, the colonovideoscope tested positive for 7 colony forming units (cfus) of micrococcaceae and staphylococcus hominis. The device was retested on september 10, 2025, and it tested positive for 10 cfus of mesophilic bacillus, brevibacterium casei and brachybacterium conglomeratum. The device was tested again on september 24, 2025, and tested positive for 24 cfus of enterococcus faecalis, staphylococcus warneri, rothia sp and staphylococcus pasteuri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported on (B)(6) 2025, during reprocessing, the colonovideoscope tested positive for 7 colony forming units (cfus) of micrococcaceae and staphylococcus hominis. The device was retested on (B)(6) 2025, and it tested positive for 10 cfus of mesophilic bacillus, brevibacterium casei, brachybacterium conglomeratum and detectedoccus pasteuri. The device was tested again on (B)(6) 2025, and tested positive for more than 24 cfus of enterococcus faecalis, staphylococcus warneri, rothia sp and staphylococcus pasteuri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.